Event description:
A report was received that the patient had inadequate stimulation. The physician assessed breakdown of the electronic stimulator of the nervous system. The patient will undergo a an ipg replacement procedure since the device was not working well.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation. The physician assessed breakdown of the electronic stimulator of the nervous system. The patient will undergo a an ipg replacement procedure since the device was not working well.